Event description:
The customer reported while using a hand held intermec barcode wand, it read a sample barcode incorrectly as "138368823" instead of "0138lg68823". A hepatitis surface antigen assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03199-06.